Event description:
Procedure: open gastric bypass. Reportedly, while stapling across the stomach, the reload disengaged from the handle. Reload was stuck on specimen. The instrument had to be cut from the tissue. Somehow they re-engaged the reload with the handle, were able to finish firing the instrument, and then they opened it up it was fine. No patient injury.